Manufacturer narrative:
Batch review performed on 12 january 2026. Gmk-spherika 02.07.1204r tibial tray fix cemented s.4r (k090988) lot: 2348232: (B)(4) items manufactured and released on 25-mar-2024. Expiration date: 11-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e003rp gmk-sphere resurfacing patella e-cross - s3 (k202022) lot: 2349185: (B)(4) items manufactured and released on 13-mar-2024. Expiration date: 25-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot: 2405549: (B)(4) items manufactured and released on 21-mar-2024. Expiration date: 07-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12.ka14r gmk spherika femoral component s4+r cemented (k211004) lot: 2346854: (B)(4) items manufactured and released on 09-apr-2024. Expiration date: 14-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 4 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the patella, tibial tray, insert and femoral component due to the infection. The surgery was completed successfully.